Manufacturer narrative:
It was reported that the tubings cracked while infusing. Two sets model 2420-0007 were returned for investigation. The sets were examined for defects and abnormalities. One tubing was separated and cracked from the upper filament of the silicone segment. The other tubing had a tear just above the back check valve. No defects or abnormalities were observed. The customer complaint was verified but based on the customer words the sets cracked during the infusion. The first sample could have been caused do to improper loading causing the silicone segment to balloon inside the pumping segment and burst. The second sample possible cause is unknown. A DHR was performed for 2420-0007 with following possible lots: 24045478, 24045479, 24045480, 24045481, 24045521, 24045523, 24045566, 24045567, 24045568, 24045482, 24045507, 24045508, 24045526, 24045574. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 2420-0007 ; batch # unknown. It was reported by customer that two IV tubings sets cracked while infusing pressors over the last 2 nights in the micu. Verbatim: we received two reports about alaris pump tubing. Reference # (B)(4). Lot number # 2405521 as per the nurse manager: two IV tubings sets cracked while infusing pressors over the last 2 nights in the micu. The IV tubings has been sequestered.